Event description:
Add'l info provided by the reporting physician indicates the pt's endophthalmitis was not lens related. An intraocular infection developed on the fourth post operative day. The infection was due to introduction of staphylococcus epidermis during the post operative period.